Event description:
It was reported that there was high pacing impedance, and that noise could be reproduced by pushing on the device in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4). Evaluation summary: the full lead was returned, analyzed,and the distal conductor of the lead developed a fracture due to flexing while in vivo.